Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav catheter for which biosense webster¿s product analysis lab (pal) identified the transition in the tip between the electrodes was separated. Deflection issue. During the procedure, device was unable to deflect or relax completely. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-mar-2026, observed the transition in the tip between the electrodes was separated. The event was originally considered non-reportable, however, bwi became aware of the transition in the tip between the electrodes was separated on 05-mar-2026 and have assessed this returned condition as reportable.

Manufacturer narrative:
The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 21-jan-2026. Visual inspection and deflection test of the returned device were performed following j&j medtech procedures. Visual analysis revealed that the transition in the tip between the electrodes was separated; however, adhesive residues were observed in the area, no manufacturing deficiencies were found. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. Due to the condition on the tip, a manufacturing investigation had to be initiated. A manufacturing investigation was performed, and the records showed that the device passed all the necessary tests and inspections per process flow; additionally, no manufacturing deficiencies were observed, the failure mode was also replicated by applying excessive manipulation around the area; therefore, it was determined this issue is not manufacturing related. A manufacturing record evaluation was performed for the finished device lot number, and no internal actions was found during the review. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The potential cause of the broken tip could be related to the handling/shipping after the procedure; however, this could not be conclusively determined. The broken tip issue is unrelated to the reported event. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿the transition in the tip between the electrodes was separated¿. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿deflection issue¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).